Manufacturer narrative:
Received used drain. The drain is broken in the anchoring area. The received part was tied with very thin thread too tight, which cause breakage of the drain.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please notify us if lot number is obtained. Not possible to get this information as checked with the hospital already. The 222742 was provided as product code? Please confirm that the correct code is 2227 / blake si drain hbls, 10fr yes. Upon removal of the drain post op on (B)(6) 2016 was a piece of the drain broken off and left in the patient? No. Or was it removed? Removed as being told. What measures were taken to remove it, provide details? No information. If retained in the patient, are there plans to remove the piece? N/a. If yes, provide date? N/a.

Event description:
It was reported that the patient underwent a video-assisted thoracoscopic surgical procedure on (B)(6) 2016 and the drain was implanted. When the drain was pulled off on (B)(6) 2016, it was broken near to the suture anchoring area. There was no broken piece left in the patient. There were no adverse patient consequences reported.